Event description:
Caller reported an unknown issue with cartridges, but there was no information on the number of cartridges involved. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken to address the issue.